Event description:
A malfunction on the pump was reported, though no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction code was observed after the reset. It was advised that the customer could continue using the pump and was instructed to call back if the issue reoccurred.